Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), endometriosis ("endometriosis") and pelvic adhesions ("pelvic adhesive disease") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia, dysmenorrhea and menorrhagia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), dysgeusia ("metallic taste in her mouth"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain") and abdominal pain lower ("right lower quadrant abdominal pain after endometrial biopsy"). On an unknown date, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal bleeding during menstruation"), dizziness ("dizziness"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal vaginal bleeding /spotting"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("chronic bacterial vaginosis"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia"), vulvovaginal pain ("vaginal pain") and back pain ("lower back pain"). The patient was treated with diclofenac, zolpidem, ibuprofen (motrin), doxycycline, surgery (hysterectomy with bilateral salpingo-oophorectomy.), surgery (hysterectomy with bilateral salpingo-oophorectomy.), surgery (hysterectomy with bilateral salpingo-oophorectomy.), surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (lysis of severe pelvic adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, headache, vaginal haemorrhage, abdominal pain, vulvovaginal pain, back pain and abdominal pain lower had resolved and the endometriosis, pelvic adhesions, dysgeusia, dizziness, nausea, urinary tract infection, migraine, allergy to metals, vaginal discharge, fatigue, weight increased and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bacterial vaginosis, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic adhesions, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff saw two physicians who both recommended surgical removal of the device. Plaintiff (B)(6) will be forced to undergo a major surgery as a result of her essure. Insertion details : the patient right side penetrated with 7 coils visualized and the patient¿s left side penetrated and only 2 coils were visualized. The essure coils deployed without complication. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: negative. Current weight (B)(6). Approximate weight at the time of essure placement (B)(6). On (B)(6), hysterosalpingogram, interpretation only - a single spot film from the procedure is submitted for interpretation. The spot film shows contrast within the endometrial cavity, but no contrast is seen within either fallopian tube and there is no free spillage of contrast into the peritoneal cavity. On (B)(6), final pathologic diagnosis: uterus, cervix: no pathologic diagnosis, endometrium: benign, proliferative, myometrium: leiomyomas, serosa: endometriosis, ovaries: benign ovaries with follicle cyst (right) and focal endometriosis (left), fallopian tubes: benign and right fallopian tubes with endometriosis (left). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, dyspareunia, pelvic adhesions, endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records. Added new reporters. Added patient's date of birth and height. Updated essure's therapy date and treatment drugs. Added relevant history and relevant tests. Added events vaginal haemorrhage, urinary tract infection, bacterial vaginosis, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, abdominal pain, hormone level abnormal, female sexual dysfunction, pelvic adhesions, endometriosis, dyspareunia, vulvovaginal pain, back pain. Updated onset for event pelvic pain, dysgeusia. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), pelvic adhesions ("pelvic adhesive disease / other injury(ies) or complications please describe: adhesions") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia, dysmenorrhea, menorrhagia, uterine bleeding and body mass index normal. (B)(6)2017 final pathologic diagnosis uterus, cervix: no pathologic diagnosis, endometrium: benign, proliferative, myometrium: leiomyomas, serosa: endometriosis, ovaries: benign ovaries with follicle cyst (right) and focal endometriosis (left), fallopian tubes: benign and right fallopian tubes with endometriosis (left). Previously administered products included for an unreported indication: nuvaring. Concomitant products included alprazolam for depression, codeine phosphate;paracetamol (tylenol with codeine no.3) and naproxen sodium (aleve) for migraine and headache, naproxen for nausea, ondansetron (zofran) for nausea and dysmenorrhea, antibiotics for urinary tract infection, fluconazole for vaginal discharge as well as ethinylestradiol;norethisterone acetate (loestrin). On(B)(6)2012, the patient had essure inserted. In august 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal)- type:"). In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), pelvic adhesions (seriousness criterion medically significant), dysgeusia ("metallic taste in her mouth"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), mood swings ("hormonal changes / hormonal changes describe: mood swings") and abdominal pain lower ("right lower quadrant abdominal pain after endometrial biopsy"). In march 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In august 2013, the patient was found to have weight increased ("weight gain / weight gain / loss specify which one"). In march 2014, the patient experienced fatigue ("fatigue") and depression ("psychological or psychiatric problems condition: depression"). In september 2014, the patient experienced vaginal discharge ("vaginal discharge"). In february 2017, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal bleeding during menstruation"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal vaginal bleeding /spotting"), bacterial vaginosis ("chronic bacterial vaginosis"), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain") and vaginal infection ("vaginal infection") and was found to have uterine leiomyoma ("other injury(ies) or complications please describe: fibroids"). The patient was treated with diclofenac, doxycycline, fluconazole (diflucan), zolpidem, and surgery (hysterectomy with bilateral salpingo-oophorectomy., hysterectomy with bilateral salpingo-oophorectomy.lysis surgery, oophorectomy and lysis of of severe pelvic adhesions). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, headache, nausea, vaginal haemorrhage, urinary tract infection, migraine, vaginal discharge, fatigue, weight increased, abdominal pain, mood swings, female sexual dysfunction, vulvovaginal pain, back pain, abdominal pain lower and depression had resolved and the endometriosis, pelvic adhesions, dysgeusia, dizziness, bacterial vaginosis, allergy to metals, uterine leiomyoma and vaginal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, bacterial vaginosis, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic adhesions, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff saw two physicians who both recommended surgical removal of the device. Plaintiff lofton will be forced to undergo a major surgery as a result of her essure. Insertion details : the patient right side penetrated with 7 coils visualized and the patient¿s left side penetrated and only 2 coils were visualized. The essure coils deployed without complication. On (B)(6)2017- she performed the lysis surgery and oophorectomy (bilateral removal of ovaries). She did not claim that essure worsened a previously existing injury/condition. Current weight 146 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Biopsy endometrium - on an unknown date: results: negative. Hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Pregnancy test urine - on (B)(6)2017: results: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, dyspareunia, pelvic adhesions, endometriosis. Most recent follow-up information incorporated above includes: on (B)(6)2019: event "vaginal infection", concomitant and historical drug added from pfs. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), pelvic adhesions ("pelvic adhesive disease") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia, dysmenorrhea and menorrhagia. Concomitant products included alprazolam for depression, naproxen sodium (aleve) and panadeine co (tylenol #3) for migraine and headache, naproxen for nausea, ondansetron (zofran) for nausea and dysmenorrhea, antibiotics for urinary tract infection and fluconazole for vaginal discharge. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("urinary tract infection / infection (bladder/ urinary tract/vaginal)- type:"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), pelvic adhesions (seriousness criterion medically significant), dysgeusia ("metallic taste in her mouth"), nausea ("nausea"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), mood swings ("hormonal changes / hormonal changes describe: mood swings") and abdominal pain lower ("right lower quadrant abdominal pain after endometrial biopsy"). In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient experienced weight increased ("weight gain / weight gain / loss specify which one"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menorrhagia ("excessive bleeding during menstruation / abnormal bleeding (menorrhagia)"), menstrual disorder ("abnormal bleeding during menstruation"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal vaginal bleeding /spotting"), bacterial vaginosis ("chronic bacterial vaginosis"), vulvovaginal pain ("vaginal pain"), back pain ("lower back pain"), adhesion ("other injury(ies) or complications please describe: adhesions") and uterine leiomyoma ("other injury(ies) or complications please describe: fibroids"). The patient was treated with diclofenac, zolpidem, ibuprofen (motrin), doxycycline, surgery (hysterectomy with bilateral salpingo-oophorectomy.lysis surgery, oophorectomy) and surgery (lysis of of severe pelvic adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, headache, nausea, vaginal haemorrhage, urinary tract infection, migraine, vaginal discharge, fatigue, weight increased, abdominal pain, mood swings, female sexual dysfunction, vulvovaginal pain, back pain, abdominal pain lower and depression had resolved and the endometriosis, pelvic adhesions, dysgeusia, dizziness, bacterial vaginosis, allergy to metals, adhesion and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adhesion, allergy to metals, back pain, bacterial vaginosis, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic adhesions, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff saw two physicians who both recommended surgical removal of the device. Plaintiff lofton will be forced to undergo a major surgery as a result of her essure. Insertion details : the patient right side penetrated with 7 coils visualized and the patient¿s left side penetrated and only 2 coils were visualized. The essure coils deployed without complication. On (B)(6) 2017- she performed the lysis surgery and oophorectomy (bilateral removal of ovaries). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2017: negative. Current weight 146 lbs. Approximate weight at the time of essure placement 119 lbs. On (B)(6) 2012 hysterosalpingogram, interpretation only - a single spot film from the procedure is submitted for interpretation. The spot film shows contrast within the endometrial cavity, but no contrast is seen within either fallopian tube and there is no free spillage of contrast into the peritoneal cavity. On (B)(6) 2017. Final pathologic diagnosis. Uterus, cervix: no pathologic diagnosis, endometrium: benign, proliferative, myometrium: leiomyomas, serosa: endometriosis, ovaries: benign ovaries with follicle cyst (right) and focal endometriosis (left), fallopian tubes: benign and right fallopian tubes with endometriosis (left). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, dyspareunia, pelvic adhesions, endometriosis. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding (general), depression, adhesion, fibroids. And event- hormonal changes updated to hormonal changes describe: mood swings. And infection (bladder/ urinary tract/vaginal)- type, weight gain / loss specify which one clubbed to previous events. Concomitant drug , events onset date were added. & events outcome were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.